Event description:
Pt with history of left breast cancer who underwent a modified radical mastectomy on the left and a first and second stage breast reconstruction. At this time, pt underwent a right breast mastectomy and removal and replacement of left breast implant with a silicone implant and complete capsulotomies and lowering of inframammary folds for improved symmetry. It was noted that the left breast prosthesis was a saline-filled implant that was intact upon removal.